Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital for right ventricular (rv) lead revision. High rv threshold was noted as well as diaphragmatic and nerve stimulation and rv pacing. Chest x-ray revealed possible rv lead perforation, the lead outside the heart border. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.